Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps flange sensor error was confirmed in event log and upon powering up device. Physical condition of device revealed plunger case seal was damaged. The cause of event was isolated to contamination between the case and ear clip. Action was taken to remove the contamination.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 alarmed flange sensor error.no patient adverse events reported.